Event description:
During a remote follow up, episodes of noise resulting in oversensing were noted on the device. Technical support was contacted and noted r wave amplitude variation, and post-paced t wave oversensing due to fusion/pseudofusion. Technical support recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.